Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion through anterograde approach. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. After a guide wire crossed the lesion, a 2.5mmx20mmx143cm fg coyote nc mr, (B)(4) (nc quantum apex) balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.